Manufacturer narrative:
This is a supplemental follow up to provide the investigation conclusion to 2243471-2021-00341. The case summary has been updated to reflect the new information. A customer from the us alleged a false negative sars-cov-2 result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (b/n: 00803y). The original patient sample generated a negative result but was retested on the same instrument and generated a positive result. A new sample was collected and tested on a different platform which likewise generated a positive result. No harm was alleged. An investigation did not identify any product problem. A review of the data suggests that the original patient sample was likely near the limit of detection which could explain how it generated both a valid negative and a positive result when re-run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged a false negative sars-cov-2 result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (b/n: 00803y). The original sample run generated negative results for sars-cov-2, flu a and flu b. The sample was then repeated on the same instrument and generated a positive sars-cov-2 result. A new sample collection was ordered and tested on a different instrument, the cobas 6800 system, which also resulted in a positive sars-cov-2 result. The original negative result was released but no harm was alleged. The sample was collected using a nasopharyngeal swab and bd mini np swabs. The samples were stored in the fridge at 2-8 degrees celsius prior to use. No further information regarding sample collection or preparation is available. According to the methods sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was conducted to evaluate the customer issue which did not identify any product problem. Raw data was provided for two analyzers from the customer site. Review of the data identified that the original patient result run (B)(6) 2021 on analyzer (B)(4) was a valid negative. The curve for this run appeared normal with no obvious issues or interference present. The investigation was unable to identify which run generated the repeat positive result given that there was not a duplicate patient ID for the repeat result as the affiliate had indicated. Of the available positive results, several runs were indicative of samples near or below the limit of detection. Although the specific run could not be identified, it is suspected that the second result was a lod sample which could explain how the sample waivered between negative and positive with repeat testing and recollection. The investigation is complete and no issues were observed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false negative result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The original sample run generated negative results for sars-cov-2, flu a and flu b. The sample was then repeated on the same instrument and generated a positive sars-cov-2 result. A new sample collection was ordered and tested on a different instrument which also resulted in a positive sars-cov-2 result. The original negative result was released but no harm was alleged. The sample was collected using a nasopharyngeal swab and bd mini np swabs. The samples were stored in the fridge at 2-8 degrees celcius prior to use. No further information regarding sample collection or preparation is available. According to the methods sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
A customer alleged a false negative result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The original negative result was released but no harm was alleged. An investigation to evaluate the customer issue is ongoing. (B)(4).